Event description:
Health professional reported a "band adjustment" has been scheduled as a "possible catheter failure/discontinuity" was noted when a "fluoroscopy was provided." It was also noted that "several spot images were obtained depicting progressive extraluminal accumulation of contrast about the mid portion of the catheter tubing, consistent with tubing leak."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."